Event description:
It was reported that patient underwent patellofemoral replacement procedure in 2009. During procedure, an alignment block broke, resulting in malalignment of the cutting block and notching of the anterior femur. The surgeon completed the procedure by making additional cuts without the use of the alignment block; the implant was reported as malaligned and dislocating, requiring revision. Patient was revised four days later, replacing the patella and pfr femoral components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are no trends identified related to this type of event. Visual examination of returned device found the thumb screw to be missing.